Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 56 mg/dl and a blood glucose of 106 mg/dl. The customer removed her sensor and the cannula was straight. There was no blood on the sensor as well. Troubleshooting was declined for the blood glucose and sensor glucose discrepancy. No products were returned or replaced.